Event description:
Customer reported a no delivery alarm during the manual prime and stated that he had to change the infusion set several times. The blood glucose reading was 137 mg/dl. He also reported that the screen was discolored, making it difficult to read. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.